Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not sequestered for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported a maxplus bifuse extension set used in conjunction with a device leaked at the y site .there is no report of patient harm.

Manufacturer narrative:
Correction on initial report: disregard expiration and manufacturing date.